Manufacturer narrative:
(B)(4)

Event description:
It was reported by the patient¿s daughter that the patient expired as a result of allegedly failed device. The patient had four small heart attacks the day before his death. The device functioned properly and brought him out of his arrhythmias. However, the following day the patient had a massive heart attack and was pronounced dead. The massive heart attack was due to so much fluid build-up from the prior heart attacks. There is no known allegation from a health professional that suggests the death was related to the device. No further information is available at this time.